Manufacturer narrative:
A pocket revision was reported to abbott. The ipg had flipped in its pocket and caused the patient to experience pain at the ipg site. The pocket was revised, and the issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg had migrated after the patient lost a significant amount of weight. In turn, the patient began to experience discomfort. As a result, the patient's ipg pocket was revised via surgical intervention on (B)(6) 2020. Surgical intervention resolved the patient's issue.